Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample from a newborn (< 1 day old) tested for elecsys brahms pct (pct) on a cobas e801 module. The initial pct result from the e801 module was 4.16 ng/ml. The sample was repeated twice with results of 5.57 ng/ml with a data flag and 5.52 ng/ml with a data flag. Both of these results were displayed in the customer's laboratory information system (lis) as 100 ng/ml. It is not known which results were believed to be correct. It is not known if any erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The customer noted fibrin in the patient sample and the sample was re-centrifuged prior to the 2nd repeat test. The customer cleaned the sample probe. The pct reagent lot number and expiration date were not provided. The type of data flag that was produced suggests a potential carry over issue. The results of 100 ng/ml displayed by the customer's lis are likely displaying the result at the upper limit of the measuring range for the assay. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.